Event description:
The customer reported olympus colonovideoscope cannot be compatible with the console, and it occurred during setup. There was no patient involvement reported.

Manufacturer narrative:
E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.